Event description:
It was reported that during induction testing, the test was only delivered for 1s, despite the physician holding the button for longer. It was stated that the induction energy induced atrial fibrillation (af), instead of ventricular fibrillation (vf). A 80j shock was delivered from this subcutaneous implantable defibrillator (s-ICD) device, but the af was not terminated. An external shock was delivered to terminate the arrhythmia and return the patient to normal sinus rhythm. Boston scientific technical services (ts) was contacted for device data review. It was discussed that the induction difficulty likely occurred due a telemetry issue. This was most likely the result of poor programmer wand placement during testing. Ts stated that if the physician elects to perform induction testing again, the wand should be placed closer to the device implant location for successful telemetry. At this time, the s-ICD remains implanted and in-service. No additional adverse patient effects were reported.

Event description:
It was reported that during induction testing, the test was only delivered for 1s, despite the physician holding the button for longer. It was stated that the induction energy induced atrial fibrillation (af), instead of ventricular fibrillation (vf). A 80j shock was delivered from this subcutaneous implantable defibrillator (s-ICD) device, but the af was not terminated. An external shock was delivered to terminate the arrhythmia and return the patient to normal sinus rhythm. Boston scientific technical services (ts) was contacted for device data review. It was discussed that the induction difficulty likely occurred due a telemetry issue. This was most likely the result of poor programmer wand placement during testing. Ts stated that if the physician elects to perform induction testing again, the wand should be placed closer to the device implant location for successful telemetry. At this time, the s-ICD remains implanted and in-service. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device's delivery of a shock may have contributed to unintentional induction of or acceleration of an arrhythmia. Please refer to b5 for more information regarding the specific circumstances of this event.